Event description:
Customer reported an alarm and multiple previous occlusion events, which resulted in blood glucose levels being displayed as "high." Although specific values were unknown, the levels exceeded 500 mg/dl or read as ¿high¿ on the cgm. To address the issue, the customer administered a correction bolus via the pump and resolved the problem by changing the infusion set and cartridge, subsequently resuming insulin administration.